Manufacturer narrative:
The legal manufacturer reviewed the content of this complaint for further investigation. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. As the result of the review of the change history of the parts, it was confirmed that the design of the dr board was changed on april 16, 2018. It is unknown whether or not this design change caused the indicated event. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported ¿ no endoscopic images appear (when used in combination with a 180 series video scope)¿ is as follows: since the product in question was manufactured before the design of the operational amplifier circuit of the dr board was changed, it is inferred that no endoscopic image appeared when the product was used in combination with the 180 series video scope due to damage in the operational amplifier.

Manufacturer narrative:
The device was evaluated and noted that there was no image produced when device is connected with a 180 series scope due to a faulty printed circuit board. The device was serviced and returned to the user facility.

Event description:
The user facility sent the device to olympus for service, but there was no specific complaint provided. There was no patient involvement.